Event description:
The customer reported a diluent fluid leak of approximately 1ml from a coulter lh 750 hematology analyzer during sample analysis. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse did not observe leaking from the probe during operation. The blood sampling valve (bsv) cylinder was observed to be sluggish in its movement. The fse lubricated the bsv cylinder for better movement. The fse ran verification without noticing a leak. The repairs were verified per established service procedures. (B)(4).